Manufacturer narrative:
Catalog number and unique identifier (UDI) number added. Evaluation codes method, result and conclusion. Device evaluation summary: the battery pack was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The manual push button test on the battery showed 2 light-emitting diodes (leds) green, indicating the battery pack was 40% charged. The battery pack was installed into the failure investigation test ventilator for analysis. The ventilator was powered up in service mode. The ventilator powered up normally. However, an error code was generated in the diagnostic logs. The battery leds remained off. The battery pack was left installed in the ventilator for an hour but did not start charging. The bottom 20% led was giving an occasional flicker. The battery pack was removed from the failure investigation test ventilator and connected to the connection fixture. Using texas instruments (B)(4) evaluation software, the fault was isolated to a hardware short circuit protection fault within the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a 980 ventilator was turned on, the ventilator generated a battery failure alarm. Reportedly, the technician found a diagnostic error code. The ventilator was not in use on a patient at the time of the reported event.